Event description:
It was reported that the pump exhibited a primary audible alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Manufacturer narrative:
Additional information stated there was no patient involvement. One device was received for evaluation. Visual inspection found the top case to be damaged. A review of the event history log found a primary audible error and a plunger sensor error. Functional testing was able to duplicate the reported problem. It was determined that the malfunctional interconnect pcb, speaker, plunger, damage top case were the root causes. The interconnect pcb, speaker, plunger, top case were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9 - date returned to mfg: 12/7/2023